Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that here was a hair found in the sterile packaging of the g7 cup. No adverse consequences were reported. Another implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product/provided photograph identified that product was returned with opened sterile packaging and there is debris in sterile packaging. Reported event could not be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet, or the root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.